Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with a competitor's lead exhibiting over-sensing. Further investigation found that that left ventricular lead also exhibited an impedance increase more than double a previous measurement. The measurement went back to normal on its own. No intervention was performed and patient will continue to be monitored. Patient was stable after the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Inew information received noted that the lead was explanted on an (B)(6) 2021. Patient condition was not reported.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to perform impedance test due to the condition of the lead as received. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.